Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient was unable to set the system into MRI mode, due to high impedances on both leads. Surgical intervention was undertaken on (B)(6) 2024. Wherein, the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: health effect - impact code should also include 4605 - disruption of subsequent medical procedure.